Manufacturer narrative:
(B)(4). The actual complaint product was not returned for evaluation. According to the device history records reviewed for the reported lot number m4237t304, the product met manufacturing procedures and was accepted by quality assurance inspectors. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Event description:
A medwatch report was received on 25-may-2016 with the FDA report number 5061684. The report states, the closed suction catheter became dislodged after it has been advanced down the tracheostomy tube the catheter got stuck in the trach tube. The nurse manually remove the catheter without any difficulty. The patient did not seemed to suffer any adverse effects. The new closed suction catheter was placed and suctioning was performed without any problem. No additional information reported.

Manufacturer narrative:
All information reasonably known as of 29mar2018 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).